Event description:
Customer reported 1 false positive sars result for 1 patient as compared to unspecified alternate method. It is unknown if patient was symptomatic or asymptomatic at time of testing. Confirmatory testing was not reported done. Additional information requested but no further details were given by customer.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.